Event description:
It was reported that temperature was fluctuating randomly from 37.8 down to 36 then bouncing back to 37.8 quickly. It was further reported that it would alarm out of range. There were no adverse consequences to the patient.

Manufacturer narrative:
A medical call center representative spoke with the customer, and during conversations with the customer, the nurse was encouraged to check temp probe connection and security of device location and change temp probe if able/concerned. The customer did not call back, as this seemed to resolve the issue. The issue was resolved for the customer by encouraging them to check temp probe connection and security of device location.

Event description:
It was reported that temperature was fluctuating randomly from 37.8 down to 36 then bouncing back to 37.8 quickly, cause the device to alarm out of range. There were no adverse consequences to the patient.